Event description:
The patient reported that sometime the start button on the v-go 20 patch pops out during the day. She has been using the v-go device for over few months and had this problem a few times already. No specific event dates were reported. It was reported that a device sample is available for return to the manufacturer for evaluation. However, to date, has not been received.